Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of x-rays provided. Evaluation of the post-op x-rays determined that the components appear intact on immediate postop x-rays. Subsequently, on the 37 month post-op x-rays there is wear of the medial polyethylene liner, disruption of the tibial component medial tibial tray and subsidence of the medial tibial tray into the medial tibial plateau. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history search could not be conducted as part and lot information is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Patient¿s age in (B)(6) 2008. Date of event ¿ event was confirmed on an unknown date in (B)(6) 2013. Device code - ni. Expiration date - ni . Date implanted ¿ implanted on an unknown date in (B)(6) 2010. Date explanted ¿ explanted on an unknown date in (B)(6) 2013. Initial reporter - the article was written by gavin stormont, bs and daniel stormont, md, ms. Manufacture date ¿ ni.

Event description:
Information was received based on the journal article entitled "catastrophic failure of regenerex tibial components: a case series," which aimed to analyze short term metal failures in signature guided regenerex tibial components. The study retrospectively evaluated 44 knee arthroplasties utilizing the regenerex prosthesis. A patient was identified in the article that underwent left knee arthroplasty on an unknown date in (B)(6) 2010 utilizing the regenerex tibial component. At 37 months post-implantation the patient began experiencing pain in the knee as well as a limp and decreased motion. Follow up radiographs revealed the tibial baseplate had fractured. The tibial component was revised and metallosis excised. Thirty-nine months post revision the patient had returned to normal activities.